Event description:
It was reported that pump triggered cartridge alarm 20 and caller had experienced similar cartridge alarms with same pump in past. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, pump was arranged for replacement by technical support, and caller expressed interest in obtaining out-of-warranty loaner pump.